Manufacturer narrative:
Furthermore, this supplement report is adding information not noted in the initial report regarding patient impact and prognosis at the time of the adverse event. Patient prognosis was reported as good after explant of the hoya fc-60ad lens. This supplement is also updating the agency on new information regarding the product investigation conducted as a result of this adverse event. The product investigation completed by (B)(6), hoya quality assurance department, on july 28, 2015, found that: the lens was elected out of the cartridge and was explanted. The lens was cut. One haptic was detached at the haptic/optic junction. Trace of lubricant was found inside the cartridge and on the lens. The undetached haptic was tested for loop pull strength, and the measured value met the specification requirement of the international standard (iso). A review of the production records showed no irregularities or abnormalities during its manufacturing and/or inspection processes. The exact cause in this case could not be determined.

Event description:
Haptic came off during insertion.

Event description:
Haptic came off during insertion.